Event description:
It is reported that a customer experienced high blood glucose of 429 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated that the infusion set and reservoir do not connect properly. The cannula was not bent. The customer changed the sets but the customer never got any alarms. The customer declined trouble shooting. The customer was treated for the high blood glucose with and injection. The customer was sent new sets and was asked to send the old reservoirs back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) for related documentation.